Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that the patient was experiencing worsening sensation of sharp, pulsing pain going down patient's right leg similar to sciatic nerve pain. Patient believes, this is related to the device that was implanted on their right side. And noticed, symptoms started ever, since getting device implanted. Patient said, it seemed to be positional. They don't feel that sensation, while standing and walking, but if they sit down, especially with their feet up, they feel the pain upon standing. Patient reported, they saw the people from manufacturer a few weeks back. They had their stim adjusted to attempt to remedy their pain symptoms. Patient stated, the change in programs initially seemed to work well, but the pain has, since returned and it seems to be worse than it was before. Patient also said, it now seems to shoot down their leg from their hip. Patient reported, last night they felt an electrical shock in the middle of the front of their lower extremity. Patient called to ask if there was a setting they could try that would fix this symptom. Agent reviewed difference between programs and that they could continue to adjust settings to see if they can get to a place, where they don't feel the pain. Agent reviewed, the patient could also try turning therapy off before standing to see if it affects the pain at all. Agent suggested, patient go to urgent care or ER if symptoms worsen suddenly or severely or unable to tolerate. Agent suggested, patient go back to see managing healthcare provider (hcp), if not getting pain relief, after trying different programs. Patient did mention, they've been having 50% urinary symptom improvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.